Manufacturer narrative:
Manufacturer report number: will be submitted as an initial 30-day report with receipt date (day 0): 04-jul-2025 by removing most recent information logs from the case. The initial version (30-day and 15 day) of the case was received on 05-feb-2025. The follow up version 1 (30-day and 15 day) and follow up version 2 (30-day and 15-day) were received on 12-feb-2025 and 28-feb-2025 respectively. The initial, fu1 and fu3 versions were submitted on 20-feb-2025, 27-feb-2025 and 12-mar-2025 respectively. These case versions were submitted as an e2b r2 xml file along with MDR form in pdf file format via the electronic submissions gateway (esg) as2. On 04-jul-2025, device evaluation report was received in follow up version 3. As the previous case versions were not submitted as xml hl7 file, hence, the information received on 05-feb-2025, 12-feb-2025 and 28-feb-2025 will be submitted as an initial report with the receipt date (day 0): 04-jul-2025 as a single report.

Event description:
MFR report #: (B)(4) . #1: burns third degree v28.0 (fentanyl patches gave third-degree burns, patient was having contact burns from company patch): from (B)(6) 2024 to - serious - recovering/resolving #2: blister infected v28.0 (underneath the patches, she had red blisters that broke and became infected, she also had sores that bleed and had puss in them): from (B)(6) 2024 to - not serious - not recovered/not resolved #3: application site burn v28.0 (patient had contact burns from company patches and burns on skin): from (B)(6) 2024 to - not serious - recovering/resolving #4: blood blister v28.0 (she not only gets rash but also sores that bleed): from (B)(6) 2024 to - not serious - not recovered/not resolved. #5: application site scar v28.0 (patient got scars on the abdomen from the burn after healing, she had 5 scars on her stomach): from (B)(6) 2024 to - not serious - not recovered/not resolved. #6: application site burning v28.0 (patient had burning, she was in pain when blister broke): from (B)(6) 2024 to - not serious - not recovered/not resolved #7: application site blister v28.0 (patient had blisters, red blisters): from (B)(6) 2024 to - not serious - not recovered/not resolved #8: application site redness v28.0 (patient had redness): from (B)(6) 2024 to - not serious - not recovered/not resolved #9: application site itching v28.0 (patient had itching ): from (B)(6) 2024 to - not serious - not recovered/not resolved #10: application site rash v28.0 (patient stated that fentanyl patches was causing rashes): from (B)(6) 2024 to - not serious - not recovered/not resolved. This spontaneous case report was received from a consumer or other non-health professional (patient) via medical information call center (micc) (reference number:(B)(4) from united states on 05-feb-2025. This case concerns a 49-year-old adult female patient who was using fentanyl patches for cancer pain and reported that the patches gave her third-degree burns (pt: burns third degree), and she had to remove the patches early as underneath the patches she had red blisters that broke and became infected and had puss in them (pt: blister infected and pt: application site vesicles). Further, the patient reported that patient had ongoing redness (pt: application site erythema), itching (pt: application site pruritus), burns on skin (pt: application site burn), burning and she was in pain when the blister broke (pt: application site pain) and caused rashes (pt: application site rash). Further, it was reported that patient got 5 scars on the abdomen from the burn after healing (pt: application site scar). She also stated that she not only gets rash but also sores that bleed (pt: blood blister) (clinical term: full thickness (third degree) burn, blister, medical device site infection, erythema, itching sensation, pain, scar tissue, rash, burn(s); problem term: insufficient device problem information). Patient's relevant medical history included multiple unspecified surgeries. Family history was not reported. Past drug history included the use of fentanyl patch 25 mcg of other manufacturer for cancer pain. It was reported that she was previously using mylan patches. Also, patient's daughter reported that her mother used other brand and reported no issues. Concurrent conditions included osteosarcoma, congestive heart failure and cancer pain. Concomitant and co-suspect medications were not reported. On (B)(6) 2024, the patient started treatment with fentanyl transdermal patch (system, transdermal delivery, cder or cber led; appropriate component term/code not available) 25 mcg/hr for cancer pain and continued using them in (B)(6) 2025. She purchased seven boxes in total and confirmed that all the boxes have the same numbers and they were 25 mcg/hr patches (batch/lot number: 109257, expiration date: aug-2027, device manufacture date: 29-aug-2024). Usage of the device was unknown, and the operator of device was patient. She used fentanyl patches for the last two months and purchased different boxes all of which had the same effect. She was uncertain if that was an issue. She mentioned that these patches gave her the third-degree burns, prompting her to remove it earlier than the designated time. Underneath the patches, she had red blisters that broke and also became infected. She also stated that she had contact burns from these patches. After starting the patches on (B)(6) 2024 and encountering the issue, she informed the pharmacist and asked them not to get these patches due to the burns it caused. The pharmacy stated that they could only obtain these patches only in 25mcg. The patient continued using them and mentioned that pharmacy would be able to get the patches from another manufacturer next month. She stated that she was losing a lot of patches because she had removed them early because of the burns. The redness, blisters, burning, itching, burns on skin and rashes were ongoing. In feb-2025, the events were worse as compared to dec-2024 and jan-2025. She had pictures of the burns and provided pharmacy and physician with the details. On (B)(6) 2025, the patient's daughter confirmed that the physician had examined the burns and further stated that the patient had experienced third-degree burns and scars from the burn on the abdomen following the healing process. The patient also developed blisters and experienced pain when the blisters broke. She emphasized that these events were related to the patch, as her mother had used two other brands without any issues. Additionally, she mentioned that the patient still had remaining blisters and scars and the physician prescribed silvadene cream for the blisters and cerave ointment to help smoothen the scars. On 28-feb-2025, the patient stated that she still had the redness, itching and rash. She also mentioned that her pharmacist was still trying to get different brand of patches for her but it was hard to get another brand from the warehouse right now. She also reported that she not only gets rash but also sores that bleed and have puss in them and they leave a scar due to which she had 5 scars on her stomach. She mentioned that she also had pictures for the patches having blood and stuff on them. She also took the pictures of patches on her and the team could see the blood underneath those patches. On 04-jul-2025, investigation result revealed that no sample was returned. Residual solvents were tested during in-process rollstock testing to ensure that methanol, ethyl acetate and acetaldehyde were within specification. No issues mentioned during the review that would contribute to the reported complaints. All finished product qc test results were within specification. Batch record review for the reported complaints was completed and there was no manufacturing issues noted during the production of this lot that could have contributed to the cause for the alleged complaints. Per certificate of manufacture, the batch of this product was manufactured, including packaging and quality control in full compliance with all applicable gmp regulations and met approved acceptance specifications. Batch processing, packaging, and analysis records were reviewed and found to be in compliance of gmp. No corrective action / preventive action would be raised at this time (method term: testing of device from same lot/batch retained by manufacturer, result term: no device problem found, conclusion term: no problem detected). Based on medical review, the reported events meet the FDA's MDR reportability criteria as defined under 21 cfr part 803 and qualifies for 30-day reporting. No laboratory tests and procedures were reported. The case is considered as serious (other medically important condition) for event burns third degree whereas non-serious for rest of the events (impact term: serious injury/illness/impairment and non-serious injury/illness/impairment). The action taken with fentanyl patch (system, transdermal delivery, cder or cber led; appropriate component term/code not available) was drug withdrawn. The outcome of the events burns third degree and application site burn was recovering, whereas not recovered for rest of the events. The reporter's assessment of the causal relationship of the events with fentanyl patch was provided as possible at the time of this report. No further information is available. Follow-up information of this case report was received from a consumer or other non-health professional (patient's daughter) via medical information call center (micc) (reference number: (B)(4) from united states on 12-feb-2025. Additional reporter (patient's daughter), past drug history, additional event (application site scar) and corrective treatment for events blister infected, application site scar and application site vesicle was added. Verbatim of event application site pain was updated. Outcome of events burns third degree and application site burn was updated from not recovered to recovering and of events application site erythema, application site pruritus and application site rash was updated from not recovered to unknown. Narrative was updated accordingly. No further information is available. Follow-up information of this case report was received from a consumer or other non-health professional (patient) via medical information call center (micc) (reference number: 202500372) from united states on 28-feb-2025. Additional event (blood blister) was added. Outcome of events application site erythema, application site pruritus and application site rash was updated from unknown to not recovered. Verbatim of event blister infected and application site scar was updated. Narrative was updated accordingly. No further information is available. Follow-up information of this case was received from product quality group via email on 04-jul-2025. Information regarding investigation result was received. Reference numbers (comp_0118_2025 and comp-2025-0409) and device related fields were added in relevant structured fields. Narrative was updated accordingly. No further information is available. The initial version (30-day and 15 day) of the case was received on 05-feb-2025. The follow up version 1 (30-day and 15 day) and follow up version 2 (30-day and 15-day) were received on 12-feb-2025 and 28-feb-2025 respectively. The initial, fu1 and fu3 versions were submitted on 20-feb-2025, 27-feb-2025 and 12-mar-2025 respectively. These case versions were submitted as an e2b r2 xml file along with MDR form in pdf file format via the electronic submissions gateway (esg) as2. On 04-jul-2025, device evaluation report was received in follow up version 3. As the previous case versions were not submitted as xml hl7 file, hence, the information received on 05-feb-2025, 12-feb-2025 and 28-feb-2025 will be submitted as an initial report with the receipt date (day 0): 04-jul-2025 as a single report. MDR comment: according to the medical assessment, 49-year-old female patient using fentanyl patches for cancer pain reported that the fentanyl patches gave her the third-degree burns (burns third degree), and she had to remove the patches early as she had red blisters underneath the patch that broke and became infected (blister infected and application site vesicles). Further, the patient reported that she had redness (application site erythema), itching (application site pruritus), burns on skin (pt: application site burn), burning (application site pain) and rashes (application site rash).further it was reported that patient got scars on the abdomen from the burn after healing (application site scar) and also sores that bleed (blood blister). Additionally, investigation result revealed that no sample was returned. No issues mentioned during the review that would contribute to the reported complaints. All finished product qc test results were within specification. Batch record review for the reported complaints was completed and there was no manufacturing issues noted during the production of this lot that could have contributed to the cause for the alleged complaints. No corrective action / preventive action would be raised at this time. It is important to note that the serious event of third-degree burns was associated with the use of the fentanyl patch. The circumstances clearly indicate that a component of the product contributed to the serious injury. Given the reasonable possibility of product-related harm, the case qualifies as a 30-day reportable case in accordance with regulatory guidelines. Furthermore, due to the medically significant nature of the event and its temporal association with the use of the fentanyl patch, this case meets the criteria for expedited 15-day reporting to the FDA sender comment: this case concerns a 49-year-old adult female patient who was using fentanyl patches for cancer pain and reported that patches gave her the third-degree burns (burns third degree), and she had to remove the patches early as underneath the patches she had red blisters that broke and became infected and had puss in them (blister infected and application site blister). Further, the patient reported that patient had ongoing with redness (application site redness), itching (application site itching), burns on skin (application site burn), burning (application site burning) and causing rashes (application site rash). Further, it was reported that patient got scars on the abdomen from the burn after healing (application site scar). She also stated that she not only gets rash but also sores that bleed (blood blister). The event of burns third degree was assessed as serious and unlisted. The events of blister infected, blood blister, and application site burn were assessed as non-serious and unlisted. The events of application site blister, application site redness, application site itching, application site burning, application site rash and application site scar were assessed as non-serious and listed. The causal role of fentanyl for events of burns third degree, blister infected, blood blister, application site burn, application site blister, application site redness, application site itching, application site burning, application site rash and application site scar is assessed as possibly related. However, lack of information regarding patient¿s relevant past medical history; past drug history; family history and pre-existing risk factors precludes comprehensive assessment.